Event description:
It was reported that the during an implantation surgery, the pressure regulating balloon (prb) component of the artificial urinary sphincter (aus) broke off and separated from its tubing. This issue occurred when the prb was filled to a volume of 20 cc. The patient was subsequently implanted with another prb, which was filled without any issues. No patient complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Medical device: the lot number 1000186658 was provided. However, this lot number was not found in the internal data base.

Event description:
It was reported that the during an implantation surgery, the pressure regulating balloon (prb) component of the artificial urinary sphincter (aus) broke off and separated from its tubing. This issue occurred when the prb was filled to a volume of 20 cc. The patient was subsequently implanted with another prb, which was filled without any issues. No patient complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.